Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were meter 120 mg/dl to lab 289 mg/dl. Tests were done within 30 minutes with a difference 0f 58%. Patient did not experience any adverse events. Meter was set to mmol/l. No further information has been reported.